Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported power cable disconnect alarms were confirmed during analysis. The system controller was functionally tested and when the black power lead was maneuvered, a power cable disconnect alarm occurred. Upon further eval, the black power lead was found to have a compromised brown conductor (battery fuel gauge line) at the connector end. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced intermittent power cable disconnect alarms while connected to a power source. The system controller was exchanged and the issue was resolved.